Event description:
This is a report of a customer who experienced a connection issue with a minicap transfer set. This occurred when the customer was performing a transfer set change. It was reported that the female connector on the transfer set became detached from the main body of the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported problem was verified. Upon inspection it was noted that the uv flash insert was missing, which is a known cause for transfer set connection issues. The cause of the missing component could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a chip missing from the dark blue connector noted. A leak test, clear passage test, and clamp function test were performed. Leak tested was performed with underwater pressure testing. The clamp function test and clear passage test did not note any issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number h13h30047 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.